Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a balloon rupture occurred. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.